Event description:
It was reported that prior to a gastrectomy procedure, there was an error code. A new device was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual condition. The device was tested and it was verified that the device was nonfunctional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. Additionally, the device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.